Event description:
A medtronic representative reported a damaged open spine clamp. The portion of the clamp that attaches to the spinous process is stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect open spine clamp not returned to manufacturer for evaluation. Return is not expected. It was reported that the site is using a second open spine clamp in place of the suspect open spine clamp.